Event description:
It was reported that the non-device dependent patient presented for device check. Upon interrogation of the device, isolated episodes of noise were noticed on the right atrial lead. Testing was not able to reproduce the noise. The patient would be followed up with normally. No adverse events to the patient were reported.